Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d2, d4, d9, d10, g1, g3, g6, h1, h2, h3, h4, h6, h10. Review of the most recent repair record identified the following related repair: the control bar was not in the correct position and was loose. The vespel and semi-circle bearings were replaced and the control bar was adjusted which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the unit was not cutting tissue evenly. There was no reported harm, injury, or delay. Due diligence is complete. No additional information is available. No adverse event reported.